Event description:
It was reported that when prepping the small emboshield nav6 embolic protection system (eps) the tip of the barewire was noted to be fractured or the delivery catheter pod was torn. The physician was uncertain. Therefore, the eps was not used in the procedure. There was no patient involvement and no clinically significant delay reported in the procedure. Another emboshield eps was used in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
Visual analysis was performed on the returned device. The reported barewire break/fracture and delivery catheter pod tear was not confirmed on the returned unit. The returned condition is consistent with damage possibly induced during preparation attempt. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of specific issue. The investigation was unable to determine a definitive cause for the reported difficulties. It is possible that the filter was pulled into the pod too quickly or with excessive force causing damage to the delivery catheter pod preventing the filtration element from being able to load properly; however, this could not be confirmed. Based on the reported information and evaluation of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D1 correction: brand name updated d2a correction: common device name updated d3 correction: name, address updated